Manufacturer narrative:
(B)(4). The device was requested but not yet received. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
According to the customer: during initialization of ECMO procedure a noise in set was occured and after some time hemolysis was discovered. Physian had to wean a patient from ECMO. Product was exchanged during patient treatment .(B)(4).

Event description:
(B)(4)

Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002 (B)(4). The affected product was requested for manufacturer laboratory investigation but was not yet received. After several request about the status of the return shipment, it has been confirmed by the ssu on 2018-03-23 that the sample is no longer available for return. Thus the failure could not be confirmed. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this is a systemic error. No corrective action is needed.